Manufacturer narrative:
The quattro catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
As reported, the quattro catheter (lot # unknown) was inserted into the patient's femoral vein for ivtm therapy. After flushing the catheter, it was noted that the catheter was leaking. No further information was provided by the customer. No consequences or impact to the patient.